Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. Another mitraclip, an xt mitraclip was implanted without an issue noted, reducing the mr to trace. The procedure was completed. Once the steerable guide catheter was removed and the groin was closed, the mr had increased to grade 2-3. A single leaflet device attachment (slda) was noted with the xt mitrclip along with a damaged leaflet. No additional treatment was provided. There was no adverse patient sequela.